Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5592-53 lead, implanted 2004-(B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for high short interval counts (sic) and non-physiologic sensing on the right ventricular (rv) lead. It was also noted that the rv pacing impedance had started to fluctuate and was sometimes low. The rv pacing threshold had also started to climb. It was additionally reported that a fractured ring was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead had high impedance.